Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had broken (bent) pins in the connector and displayed no image with a scope communication error e226. The issue was identified during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent pin. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it has broken and bent pins in the connector. Due to a bent pin found. In regard to the no image with a scope communication error e226, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.